Event description:
This event involved a patient who experienced a loose driveline connector body approximately three years and two months post heartware lvad implantation. The patient reported that the driveline connector could easily be unscrewed. The clinical engineer performed a repair on the driveline connector. The problem was resolved without any reported patient injury.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. (B)(4): product remains implanted.

Manufacturer narrative:
Hvad pump hw532 was not returned to heartware for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that hw532 met all requirements for release. The reported loose connector event was confirmed via photos taken during the servicing repair. The damage was resolved without any reported patient injury. Based on review of the available information, the cause of the reported event cannot be conclusively determined. Internal investigations ((B)(4)) have been initiated to investigate this issue. Note: this event relates to the fsca jan2013 technical bulletin (3007042319-01/18/13-001-c) issued by heartware, inc. For this matter.

Manufacturer narrative:
Driveline cable hw532 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files were not available for analysis. On-site inspection of the driveline cable revealed that the connector was loose and was capable of being unscrewed, the strain relief was separated from the connector and the outer sheath appeared to be yellowish, confirming the reported event. A driveline connector repair, driveline strain relief repair and driveline sheath repair were performed to mitigate the conditions reported. Heartware had initiated an internal investigation to address issues related to loosening of the driveline connector and to evaluate sheath damages. Based on the investigation, the most likely root cause of the loose connector may be attributed to the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Based on the investigation, the most likely root cause of the discoloration of the driveline may be attributed to excessive uv exposure. The most likely root cause of the strain relief damage may be attributed to excessive bending of the driveline cable during use.   Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.